Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed, calcified, target lesion was in the ostium of the moderately tortuous proximal left anterior descending artery (lad). A quantum maverick 15mm x 3.0mm balloon had been selected and advanced to treat the target lesion. During the 1st inflation attempt, the balloon ruptured at 10 atms. The balloon was able to be removed intact. The procedure was completed with a flextome 2.5mm balloon. There were no patient complications reported with the patient's current conditions listed as "good".

Manufacturer narrative:
(B)(6. The complaint device was not returned to bsc for analysis. The manufacturing records related to batch 12094725 were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).